Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 due to stress urinary incontinence and pelvic organ prolapse, and a mesh was implanted. It was also reported that the patient underwent a gynecological procedure concurrently with dilation and curettage and hysteroscopy with ablation on (B)(6) 2011 due to menorrhagia, genuine stress urinary incontinence and mesh was implanted. It was also reported that the patient underwent a gynecological procedure concurrently with laparoscopic assisted vaginal hysterectomy / bilateral salpingo-oophorectomy and posterior mesh revision on (B)(6) 2012 due to dysfunctional uterine bleeding, posterior mesh revision and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, and vaginal scarring. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).